Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels; level was unknown. Reportedly, the customer declined to provided further information and further troubleshooting from tandem technical support.